Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was accidentally set in spanish language. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted correcting the language setting. Customer declined troubleshooting for high blood glucose. The device was not returned for analysis.